Event description:
It was reported that the patient was experiencing stimulation on a non-target area despite reprogramming. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.